Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro coating off the burner separated and broke off into the patient's arm. No parts were left in the patient . The jaws were used to retrieve the small broken piece and it was pulled out through the incision. Procedure completed without incident. A replacement device was used to complete the procedure.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Specks of blood was observed on the silicon on the hot jaw, which was observed to be intact. No peeling or cracking was observed. The silicon insulation on the cold jaw was observed to be peeled away from the base of the cold jaw to the center, and the distal potion of the tip of the cold jaw, exposing the metal portion of the cold jaw. The detached silicon insulation of the cold jaw was not returned for evaluation. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw . Based on the return condition of the device the reported failure "peeled jaw" was confirmed as well as for the analyzed failure "material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro coating off the burner separated and broke off into the patient's arm. No parts were left in the patient. The jaws were used to retrieve the small broken piece and it was pulled out through the incision. Procedure completed without incident. A replacement device was used to complete the procedure.